Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the alarm sound was very low, and they were unable to hear. The customer's blood glucose level was unknown at the time of the incident. The sound was lower as compared to the insulin pump before. The insulin pump does not vibrate and the customer was unable to notice the alarms. The device will not be returned for analysis.